Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During tibial impaction, the tip of the tibial insert impactor broke.

Manufacturer narrative:
As part of normal complaint follow up, an eval of the event has been initiated at mako surgical. The eval is ongoing, and a supplemental report will be filed if further info is obtained.